Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds since implant. The lead remains in use. No patient com plications have been reported as a result of this event.